Event description:
It was reported that shaft fracture and stent damage occurred. A 2.25 x 12mm synergy drug-eluting stent was advanced for treatment in a side branch of a coronary vessel. After an unsuccessful attempt to deliver the stent, the catheter shaft fractured 7 to 8 inches from the hub during removal. The fractured portion of the device was pulled out with the undeployed damaged stent still attached. The procedure was completed and there were no patient complications nor injuries reported.